Event description:
The customer confirmed no use of implant devices. The device was inspected before use. There was no occurrence of death, injury including infection in patients or health care professional. There was no occurrence this malfunction impacted patient or health care professional other than health injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide a correction to h4 and h8. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the phenomenon "no image" occurred due that the noisy image occurred due to a communication failure caused by the faulty cable. The cause of the faulty cable could not be identified and the root cause of the phenomenon could not be identified. Additionally, it is possible the phenomenon "procedure delay due to camera head replacement time" occurred due to the device malfunction. However, the root cause could not be specified. The event can be prevented by following the instructions for use which state: never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During evaluation, found: cable failure (disconnection, about to be disconnected, short circuit). The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head had a bad quality image. The intended therapeutic procedure was completed, however delayed. The procedure was delayed due to camera head replacement time. There is no report of any patient injury due to the delay. The procedure was completed successfully. The device was returned to service where evaluation found a loss of image due to a faulty cable. This medwatch is being submitted for the reportable malfunction found at evaluation.